Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the reporter thought the stall was due to the MRI that the patient had that day but could not remember for sure.

Event description:
It was reported that a motor stall occurred on 2014-(B)(6) at 11:17 and recovered on 2014-(B)(6) at 12:18. No further information provided. No symptoms reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).